Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a loss of osseointegration, date not reported, resulting in fixture loss. The patient was reimplanted with a new device on (B)(6) 2013.